Event description:
It was reported that post implant the r waves were slightly low and a device check one week post implant showed that the device was missing one pace every hour and five minutes. The sensitivity on the device was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5086mri58 implantable pacing lead 2014-(B)(6). (B)(4).